Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked cae at the display window corners, broken battery tube threads and a corroded battery tube.

Event description:
Customer's father reported via phone, each time the customer attempts to enter food total or carbohydrates the numbers just kept scrolling and it wouldn't stop. Removed the battery to stop it but the buttons are sticking. Customer's blood glucose was 148 mg/dl. Customer's father didn't recall any significant event which may have caused the keypad issues. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.